Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, this pacemaker was set in unipolar sensing configuration due to safety mode which resulted in oversensing and pacing inhibition of greater than two seconds for this dependent patient. It was noted that this device was suspected of exhibiting premature battery depletion (pbd). This patient was admitted to the intensive care unit (ICU) where this pacemaker was explanted, and a temporary pacemaker was successfully implanted. This pacemaker could not be interrogated. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, this pacemaker was set in unipolar sensing configuration due to safety mode which resulted in oversensing and pacing inhibition of greater than two seconds for this dependent patient. It was noted that this device was suspected of exhibiting premature battery depletion (pbd). This patient was admitted to the intensive care unit (ICU) where this pacemaker was explanted, and a temporary pacemaker was successfully implanted. This pacemaker could not be interrogated. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information received, this patient experienced syncope. No additional adverse patient effects were reported. Later, this product was received and a full analysis was performed.

Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, this pacemaker was set in unipolar sensing configuration due to safety mode which resulted in oversensing and pacing inhibition of greater than two seconds for this dependent patient. It was noted that this device was suspected of exhibiting premature battery depletion (pbd). This patient was admitted to the intensive care unit (ICU) where this pacemaker was explanted, and a temporary pacemaker was successfully implanted. This pacemaker could not be interrogated. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information received, this patient experienced syncope. No additional adverse patient effects were reported.